Event description:
Customer reported that the insulin pump alarmed button. Blood glucose value is 538 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.